Manufacturer narrative:
The complaint sample was returned to integer for evaluation and the reported event was confirmed. The reamer was returned in two (2) pieces as the cross bar on the reamer had fractured at all four (4) welds where it is secured to the shell. The reamer showed significant signs of wear throughout the complaint sample in the form of scratches, nicks and gouges, specifically on the teeth. Several of the teeth were dull and/or worn. A process review did not reveal any discrepancies. The reported event is attributed to wear as this complaint sample had exceeded its expected useful life. (B)(4). There have been no similar events reported to greatbatch for this device, or similar device, that has malfunctioned, due to the reamer head dissociated from the reamer bar, resulting in death or serious injury due to a forty-five (45) minute surgical delay. However, due to the extended exposure of anesthesia and potential complications which can occur during a hip replacement procedure, this event is being reported solely due to the forty-five (45) minute delay and not the malfunction, reamer head dissociated from the reamer bar, as there have been no similar events reported that would likely to have caused or contributed to a death or serious injury. Report source is from distributor, (B)(4).

Event description:
It was reported during an unknown procedure on a female patient that the doctor was reaming and the reamer head dissociated from the reamer bar that cones to reamer shell. The doctor then tried to implant the shell and continue on with the case. An x-ray was taken after all impacts had been implanted and it was then realized that the shell was not seated. The doctor then had to remove the head, stem, liner and reposition the shell and confirm it was seated. Then new implants were open to re implant the shell, screws, liner, stem, head. A 45 minute surgical delay was reported and the surgery was completed with another device. Additional information received revealed that the reamer had not reamed to the desired depth prior to the reported breakage. Part of the surgical delay was due to the fact that another set of acetabular reamers had to be found. After the initial implant was removed, the acetabulum was reamed again with a different reamer that was the same size as the complaint sample. The surgeon was then able to seat the implant. No adverse events were reported as a result of the malfunction.